Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported a patient was doing fine until they were admitted to the hospital on (B)(6) 2017 with a sudden "flair" in the abdominal area. They were not able to communicate with the device with two separate clinician programmers. The device was implanted in 2014 and it was not expected to be at end of service (eos). The rep spoke to the patient's healthcare provider (hcp) and it sounded like they would be heading into surgery on the day of the report. No further complications are anticipated.